Event description:
Boston scientific received information that during a routine follow-up appointment, interrogation of this cardiac resynchronization therapy defibrillator (crt-d) revealed a sudden increase in shock impedance measurements (i.e., greater than 125 ohms) occurring after (B)(6) 2011. It was reported that this patient had undergone a lead revision procedure in (B)(6) 2011; the patient's previous non-boston scientific right ventricular defibrillation lead was fractured and replaced with a new single coil (active fixation) non-boston scientific defibrillation lead (medtronic, model 6935 serial (B)(4)). Review of the trending pattern of shock lead impedance measurements revealed a constant plateau value of greater than 125 ohms. It was also noted that the shock vector was programmed distal coil to can. A boston scientific technical services (ts) consultant advised that a data disk containing a copy of this device's memory should be prepared and forwarded to boston scientific for engineering review. Shock lead impedance suddenly increased from 44 to greater than 200 ohms between (B)(6) 2011. Note that a sudden change in shock lead impedance ("open circuit condition", e.g., saturated values greater than 200 ohms) may indicate a potential lead-device connection issue or a lead conductor fracture. A system revision was performed, and upon opening the pocket, the leads were found to be reversed in the header (coil in proximal pin, plug in distal pin). The connections were corrected and multiple shock lead impedance measurements were within range. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.